Event description:
Permanent neurological damages [nervous system disorder], severe, permanent and disabling injury [injury], heavy metal (zinc) poisoning [metal poisoning]. Case description: an attorney reported that their male client, age unspecified, used fixodent adhesive, version unknown cream, unspecified total daily use for several years and reported the following: permanent neurological damages; severe, permanent and disabling injury; and heavy metal (zinc) poisoning. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.